Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging symptoms of eye irritation, nose irritation and sinus infection. The manufacturer was made aware of this complaint through a representative of the customer. There was no report of serious patient harm or injury. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.